Event description:
It was reported to boston scientific corporation that a wallflex biliary rx fully covered stent was implanted within the distal common bile duct of a patient, on (B)(6) 2011, as part of the (B)(4) study clinical trial. According to the complainant, the patient was diagnosed with chronic pancreatitis (diagnosis date is unknown) and had previously underwent a cholecystectomy (procedure date unknown). On (B)(6) 2011, liver function tests were recorded. On (B)(6) 2011, baseline biliary obstructive symptoms were assessed and included right upper quadrant pain and pale stools. A pre-study stent placement cholangiogram revealed a distal biliary stricture. A sphincterotomy was not performed prior to this procedure; however a sphincterotomy was performed during the study stent placement procedure. A 10mm x 60mm metal stent was deployed in satisfactory position across the stricture. On (B)(6) 2012, the patient presented to the hospital for his per protocol removal of the study stent. A pre-study stent removal cholangiogram revealed that the study stent had a partial migration, distal to its original location. Subsequently, during the removal procedure, a recurrent stricture was noted. The patient underwent endoscopic intervention and a new stent was placed. No hospitalizations or adverse events were noted.

Manufacturer narrative:
Patient identifier: (B)(6). (B)(4): stent migrated. (B)(4) study clinical trial. Foreign source: (B)(4). The complainant indicated that the device has been disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.